Event description:
The service report shows the customer reported that the 7200 ventilator stopped cycling while in use on a patient. The customer could not determine which alarms were activated. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing. It is not verified that the vent was inoperable, and that a malfunction occurred.

Manufacturer narrative:
The device is 19 years old. Hours of use was 95353 and it was built in 1998. The original patient circuit used was discarded prior to device evaluation. There is no evidence that device malfunctioned or ceased ventilation.